Event description:
It was reported that the patient presented for an ablation procedure. Upon interrogation, the pacemaker exhibited inductive telemetry issue and presented in backup vvi (bvvi) mode due to electromagnetic interference (emi). The pacemaker was re-interrogated and no bvvi was present. The patient was in stable condition.